Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 550 mg/dl and bolus was delivered. Customer had not been monitoring bg level and was reported to be cause of event. Tandem technical support offered to troubleshoot; however, contact declined. Customer did not provide further information regarding the event.